Event description:
A report was received that after the trial procedure, the patient had new pain in the left leg. The physician believed the new pain was device related. Pain medication was prescribed and the trial leads were pulled. The pain in the left leg felt much better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50e, serial/lot #: (B)(4), description: trial linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.